Event description:
Caller reported that when loading a new cartridge, the system prompted completion of the fill tubing process twice. There was no adverse impact to the customer's blood glucose level. The customer reported the issue to technical support and proceeded to successfully load the same cartridge, resuming insulin without further assistance required.